Event description:
There was a leak at the sheath/sheath hub junction. The dr. Removed the iab. (Event complications: none form the event- reported 7/8/97.) (Pt's current status: unk-rpt'd 7/8/97).

Manufacturer narrative:
Evaluation: iab s/n p0010461 was received for evaluation with a datascope 10 french, 6 inch sheath/hemostasis valve assembly noted to be in place over the catheter tubing. The balloon membrane was observed to be completely unfolded. Visual examination revealed the sheath to be kinked at the sheath/sheath hub junction. Blood was noted on the exterior of the entire device. After the sheath/hemostasis valve assembly was removed from the catheter, the i.d. Of the sheath was measured and found to be within datascope's mfg specifications. A sheath/sheath hub leak test was performed on the assembly according to datascope's mfg specifications. No leak was noted at the junction during the test. Probable cause of difficulty: laboratory examination did not confirm the rpt'd leak at the sheath/sheath hub junction. A sheath is comprised of the hub molded around the end of a sheath tube. In addition, the sheath is made of a soft material so as not to injury the pt artery during the insertion procedure. It is possible that the sheath was subjected to torque and/or tension at the sheath/sheath hub junction during the insertion procedure creating a leak condition, as evidence by the kink in the returned item at this location. Finally, it is worth noting the leak at the sheath/sheath hub junction did not jeopardize balloon function.